Event description:
The patient was undergoing an embolization procedure in the vertebral artery using a penumbra coil 400. During the procedure, the physician could not detach the coil. The physician pulled the pull wire to detach it, however, it would not detach. The physician then retrieved the coil through a microcatheter. The physician completed the procedure using another coil from the same lot and six additional coils without further issue. There was no adverse effect reported for the patient. Physicians comment; since I could not detach the coil though pulling it more than usual, I retrieved it without unnecessary manipulation.

Manufacturer narrative:
Device investigation: results: the pusher assembly is fractured approximately 126.5 cm from the distal tip .there is a kink in the proximal end of the pusher approximately 5.0 cm from the proximal end and the pet-lock is still intact . The coil is detached from the pusher assembly and is in good condition. The pet bump at the distal end of the pusher assembly was viewed under magnification and showed no defects or damage. The proximal end of the pusher assembly was placed in the detachment handle cone and seated properly. The handle was actuated and the pet lock separated as expected. There appeared to be excess friction where the pull tube meets the pusher assembly at the proximal end. The pusher assembly hypotube was removed from the pull wire in segments. This was done to verify if there was any resistance that would prevent the coil from detaching. There was no resistance noted in the entire length of the pusher assembly. Conclusions: the complaint has been evaluated. The complaint indicates that the physician could not detach 1 of 7 coils. The returned unit was damaged and the coil was no longer attached to the pusher assembly. The coil detached due to the fracture in the pusher assembly at the distal end. This observation does not align with the description of the complaint therefore; we assume that this occurred after the case. This fracture is not associated with the complaint under investigation. The pet-lock was still intact which indicates that the detachment handle was not properly used in an attempt to detach the coil. If the detachment handle were used properly, the pet-lock would be broken. The visual and functional analyses of the returned device revealed that there was no friction between the pull wire and pusher assembly hypotube in the length of the pusher assembly. In addition, there was no defect in the pet bump in the distal end of the pusher assembly. The handle was used to break the pet lock on the proximal end of the pusher assembly at which point friction in the most proximal end of the assembly was noted. Based on these results three potential causes resulting in difficulty detaching the coil were determined: excess friction due to tortuosity in the patient in combination with misuse of the detachment handle; the detachment handle was misused (as evidenced by the intact pet-lock); the pusher assembly was severely kinked at the proximal end during the procedure resulting in a high amount of friction which the detachment handle could not overcome. However, the complaint did not state when the kink in the pusher assembly occurred and it is unknown if it was caused during the case or after. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.